Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an endovascular procedure for cardiac stenting with a fontan conduit utilizing a 14fr gore® dryseal flex introducer sheath as an accessory via the groin access into the femoral artery. The procedure up until the sheath withdrawal near the end of procedure went smoothly as the sheath snapped in half at the level of the groin without any resistance being felt during withdrawal. The patient required a femoral artery cut down in order to remove the remaining sheath which was inside the patient then physician surgically repaired the femoral artery. It was reported that there was no tortuosity and no calcium was identified in the conduit on fluoroscopy or previous MRI. Patient did have a previously placed ampltazer device in fenestration at level of right atrium but it is unlikely the part of the sheath that snapped would have been near the device at any point of the case given the size of the patient. There was no issues advancing the sheath and the groin was pre-dilated with 10fr and 12fr dilators. There was also no issue in advancing the stent or removing the bib, the stent was placed on. Two atlas balloons (20 x 4 mm and 24 x 4 mm) were used to post-dilate the stent and there were no issues removing the balloons. No issues identified with sheath during the procedure. When the sheath snapped, it was initially thought that it was still connected to wire within the sheath but when the entire sheath was removed it appeared not to be attached. When the first part of the sheath was removed, bleeding was noted immediately at the site and manual compression applied immediately to mitigate blood loss. The remaining sheath could initially be seen beneath the skin but due to the need for manual compression, the remaining sheath quickly sunk back underneath the subcutaneous tissue and could not be visualized. Haemostasias was achieved quickly then the surgeons were able to blunt dissect down to the femoral vein and found the tip of the sheath at the entrance to the femoral vein likely tamponading the bleeding and were able to pull out the remaining sheath. Though, the patient has a reasonable sized hematoma, which was treated during the procedure, bleeding was not significant enough to require blood transfusion and there was no hemodynamic impairment. The patient tolerated the procedure and recovered. Physician was unsure why this occurred and had not experience this kind of issue before with the sheath.